Event description:
Livanova received a report about a flow sensor malfunction. There is no report of patient impact.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Despite attempts, neither further information regarding the type of malfunction nor the sn of the involved sensor have been provided. A new flow sensor was shipped directly to the customer who installed it to solve the issue. No service activity on site has been performed and will be performed. A device service history review of the sensor could not be performed. The device service history review the console found it was manufactured in 2020 and no other similar event has been reported no concerning trend has been identified. Based on all the above, the most likely root cause has been assigned to a defective flow sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.